Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. The opticross imaging catheter was advance for ultrasound examination of the target lesion. During the procedure, the tip of the device got stuck with the non-boston scientific guidewire. When the catheter was pulled strongly for removal, the tip of the catheter was torn. Both the catheter and guidewire were removed together. The guidewire was able to be removed from the catheter once outside the patient. The procedure was completed with another of the same device. There was no patient injury.